Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the architect c4000, serial number (B)(6), for one patient. The sample was repeated on another instrument with higher results. The following data was provided: sid (B)(6) initial result = 112 repeat result = 137 mmol/l. Reference range = 134-143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. The field service representative inspected the instrument and performed maintenance on the cuvette washer and rebuilt the vacuum pump. Service verified the system function with a control run. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for architect c4000 processing module, serial number (B)(6). The architect c4000, (B)(6) was deemed the likely cause for the issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial # (B)(6) was identified.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the architect c4000, serial number (B)(6), for one patient. The sample was repeated on another instrument with higher results. The following data was provided: sid (B)(6) initial result = 112 repeat result = 137 mmol/l. Reference range = 134-143 mmol/l no impact to patient management was reported.